Manufacturer narrative:
Event was reported verbally to sales rep who forwarded the information to product services. Several attempts to obtain additional information have not been successful. It is unk which eye is involved in the incident. The current ocular status of the pt is unk. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because, we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: non conclusion can be drawn. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
On (B)(6) 2011, dr. (B)(6) reported to a coopervision sales rep that a pt of his was wearing biofinity sphere lenses and suffered an ulcer. Several attempts to obtain additional information from the ecp have been made. After another attempt on (B)(6) 2011, coopervision rec'd a response from the ecp which stated, he would fill out the medical incident report forms when he had time.